Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred after customer accidentally pull the cartridge off pump. Customer's blood glucose was 100 mg/dl customer reloaded the cartridge and resumed insulin delivery.